Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a filament regulator error message during a case. The procedure was completed. No pt injury was reported.